Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited increased shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined that the device was oversensing electromagnetic interference (emi) for the clinical environment. Once external defibrillation was turned off all sensing and impedance measurements were within normal limits. This device remains in service. No adverse patient effects were reported.